Event description:
The datascope iabp did not function following attachment to a femoral inserted intra-aortic catheter during an emergent percutaneous transluminal coronary angioplasty/cardiac catheterization procedure. Position of the catheter was verified under fluoroscopy, but when the catheter was hooked up to the pump, it failed to trigger the pump. EKG leads, pressure line, transducer, and position of balloon were assessed. ECG and pressure triggers were attempted but the pump failed to recognize the trigger. The iabp was traded for another one and the new pump immediately worked using the same setup as the first pump. The pt was admitted to the emergency room with onset pain and taken emergently to the cardiac catheterization lab in a near extremis condition per md notes. There was significant occlusion to major coronary arteries. Ultimately, the pt did not survive the procedure.